Event description:
Caller reported compact plus blood glucose results of 150 mg/dl, 98 mg/dl, 117 mg/dl, 170 mg/dl, 288 mg/dl, 236 mg/dl, and 137 mg/dl, within 10 minutes. Reported no adverse event. Reported a separate comparison on the same system of 285 mg/dl and 85 mg/dl within 10 minutes. Reported no adverse event. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.